Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle safety shield broke off. The following information was provided by the initial reporter. The customer stated: "material no. 368607 batch no. Unknown it was reported that safety shield breaks off. Customer reports several incidences where the pink plastic safety has broken free while engaging for cat 368607.¿

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle safety shield broke off. The following information was provided by the initial reporter. The customer stated: "material no. 368607 batch no. Unknown it was reported that safety shield breaks off. Customer reports several incidences where the pink plastic safety has broken free while engaging for cat 368607.¿.

Manufacturer narrative:
Investigation summary. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed.